Event description:
Pt was implanted with 2.4mm locking reconstruction plate and five (5) screws in the mandible on (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to an infection. Pt was not revised with any add'l hardware. This is 3 of 6 reports for the same event.

Event description:
Patient was implanted with 2.4mm locking reconstruction plate and five (5) screws in the mandible on (B)(6) 2011. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware due to an infection. Patient was not revised with any additional hardware. On (B)(4) 2012, it was reported the patient was returned to the o.r. On (B)(6) 2012 for removal of the hardware due to necrosis of the bone as a result of radiation. This is 3 of 6 reports for the same event. MFR numbers 2520274-2012-01449, 1719045-2012-00811, 1719045-2012-00812, 1719045-2012-00813, 1719045-2012-00814, and 1719045-2012-00815.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.

Manufacturer narrative:
Device was used for treatment.